Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Pla320400/13814382: (B)(4). Also was involved tgu313110/14262106. The medwatch# 3007284313-2017-00052 was submitted to FDA to cover this device. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Concomitant medical products: aptus heli-fx endoanchors x 8, hemashield tube stent graft.

Event description:
On (B)(6) 2014 a patient underwent endovascular treatment of a 5cm thoracic aneurysm with a conformable gore® tag® thoracic endoprosthesis (tgu313115/12559958). The aneurysm was successfully excluded with no evidence of endoleak. There remained patency of the celiac artery without evidence of dissection or abnormalities. On (B)(6) 2015, follow up cta showed that the maximum diameter of the aortic aneurysm/lesion was 39mm. On (B)(6) 2016, on follow up cta was found that the aneurysm increased in size from 4.5cm to 5cm and persistent endoleak. After reviewing, the patient most likely had a type I endoleak, though a type ii endoleak could not be ruled out. The patient had also complained of abdominal pain which was radiated in her back. On (B)(6) 2016, follow up cta revealed no interval change in distal thoracic aortic stent with endoleak, ascending thoracic aortic aneurysm or infrarenal abdominal aortic aneurysm. It was reported that on (B)(6), 2016, a thoracic aortic aneurysm persistent type I endoleak was identified and the patient underwent an additional procedure using aptus heli-fx endoanchors x 8. On angiography the patient was found to have an endoleak, and after placement of endo-anchors, this endoleak appeared to be a type ii leak. The type I endoleak appeared to resolve following placement of the endo-anchors. On (B)(6) 2017, the patient underwent an open repair of a symptomatic juxtarenal abdominal aortic aneurysm with a hemashield tube stent graft, aortic endarterectomy and extensive lysis of adhesions. The distal aorta was noted to have extensive calcified plaque. The cta impression was that the endoleak involved the distal aspect of the descending thoracic endograft. There was also a large amount of plaque in the aortic arch without any dissection. The patient tolerated the procedure. There were no observed complications. On (B)(6) 2017, follow up cta noted a leak again within a distal thoracic aortic endoprosthesis. The physician is monitoring the patient.

Event description:
On (B)(6) 2014 a patient underwent endovascular treatment of a 5cm thoracic aneurysm with a conformable gore® tag® thoracic endoprosthesis (tgu313115/12559958). The aneurysm was successfully excluded with no evidence of endoleak. There remained patency of the celiac artery without evidence of dissection or abnormalities. On (B)(6) 2015, an intervention was performed to treat a type I distal endoleak. A gore® excluder® aaa endoprosthesis (pla320400/13814382) and a conformable gore® tag® thoracic endoprosthesis (tgu313110/14262106) were implanted to resolve the endoleak. The patient tolerated the procedure and the endoleak was resolved. On (B)(6) 2015, follow up cta showed that the maximum diameter of the aortic aneurysm/lesion was 39mm. On (B)(6) 2016, on follow up cta was found that the aneurysm increased in size from 4.5cm to 5cm and persistent endoleak. After reviewing, the patient most likely had a type I endoleak, though a type ii endoleak could not be ruled out. The patient had also complained of abdominal pain which was radiated in her back. On (B)(6) 2016, follow up cta revealed no interval change in distal thoracic aortic stent with endoleak, ascending thoracic aortic aneurysm or infrarenal abdominal aortic aneurysm. It was reported that on (B)(6) 2016, a thoracic aortic aneurysm persistent type I endoleak was identified and the patient underwent an additional procedure using aptus heli-fx endoanchors x 8. On angiography the patient was found to have an endoleak, and after placement of endo-anchors, this endoleak appeared to be a type ii leak. The type I endoleak appeared to resolve following placement of the endo-anchors. On (B)(6) 2017, the patient underwent an open repair of a symptomatic juxtarenal abdominal aortic aneurysm with a hemashield tube stent graft, aortic endarterectomy and extensive lysis of adhesions. The distal aorta was noted to have extensive calcified plaque. The cta impression was that the endoleak involved the distal aspect of the descending thoracic endograft. There was also a large amount of plaque in the aortic arch without any dissection. The patient tolerated the procedure. There were no observed complications. On (B)(6) 2017, follow up cta noted a leak again within a distal thoracic aortic endoprosthesis. The physician is monitoring the patient.